Manufacturer narrative:
(B)(4). Batch # unk. The lot/batch was not provided; therefore, the manufacturing records could not be reviewed.

Event description:
It was reported that during a pancreas procedure, the teflon from the tip of the jaw was released. There was no patient consequence.

Manufacturer narrative:
(B)(4). Batch # r93p3a. Expiration date is 5/31/2023 and the lot number r93v7u was provided. Device manufacture date is 6/30/2018. The device was returned with the tissue pad damaged, melted, and 100% present. In addition, the tissue pad was attached to the clamp arm and not detached as reported by the customer. The device was connected to a gen11 and the device did activate during functional testing. The device was disassembled to inspect the internal components and no anomalies were found. Probable causes of tissue pad damage are applying pressure between the instrument blade and tissue pad without having tissue between them. Keep the clamp arm open when back cutting or while the blade is active without tissue between the blade and tissue pad to avoid damage to the tissue pad. The lot and batch history record was reviewed and there were no defects, protocols, or ncr(s) found during the manufacturing process related to this complaint.